Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. Device passed the rewind test. No rewind anomaly, drive/motor anomaly or unexpected motor grinding noise anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using care link. Device had minor scratched display window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and absence of no delivery alarm. The customer¿s blood glucose level was unknown. The customer reported that they had not deliver insulin properly without providing alerts, mild cracks in pump casing, grinding noise on rewind, buttons were less responsive had to hit harder. The insulin pump will not be returned for analysis.